Manufacturer narrative:
On 5/8/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The report submission due date for the follow-up report (B)(4) submitted on 5/23/2019 had an incorrect submission due date. The correct due date is 6/7/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/31/2019 indicated the patient underwent removal on (B)(6) 2019. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 275cc and experienced bilateral rupture and bilateral capsular contracture baker grade unknown. Rupture and capsular contracture were confirmed via MRI and mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.